Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. The outer conductor coil was found elongated up to 17 cm length. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this ra lead had increased impedances of greater than 2500 ohms. Other lead measurements were within range. The lead was programmed to unipolar pace/bipolar sense and was being monitored. It appears that the lead is out of service as of (B)(6) 2015. No other information was provided